Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. Additionally it was reported that the patient line separated from the cartridge after it was pulled. Customer¿s blood glucose was 300 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.